Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that low voltage alerts were recorded (B)(6) while the device was implanted. The device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, and the battery voltage level upon receipt in the laboratory was 2.218 volts (battery expired). The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a depletion of the battery.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) heard beeping tones from the device. Interrogation revealed this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A boston scientific technical services consultant recommended device replacement and offered to review device data to determine a replacement timeframe. The device was later explanted and replaced. No additional adverse patient effects were reported.